Event description:
The customer was complaining of poor image quality. Found during servicing: a comparison was made between our test console with the customer probe and the customer console with a test probe. There is a subtle difference in the quality of the image (gray and not as clear) between our test probe and the customer probe.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe image issues was confirmed. The root cause is due to an internal failure of the probe and will be replaced.